Event description:
It was reported by healthcare professional "we had a complaint from a physician about the size of the catheter not being what the package said it was. It was brought to my attention yesterday that the catheter in this kit was a 24cm catheter and the packaging states the catheter is 20cm. He placed the line in facility. This presents a challenge in placing the line and in securing the line."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.